Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarm. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was assisted in clearing the alarm. The customer stated that they were unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during testing. The motor was tested outside the pump and passed. The alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement not confirmed. (B)(4).